Event description:
Spark and a characteristic smell of burning - oral-b [device catching fire]. Electric brush had a short circuit - oral-b [device electrical finding]. Case narrative: consumer via e-mail stated that the oral-b electric toothbrush had a short circuit during use, as there were sparks and a characteristic smell of burning. No injury was reported. 25-jan-2024 follow up via picture: the suspect product was oral-b vitality pro toothbrush (unspecified type). No injury was reported.

Manufacturer narrative:
Complained product will not be not available.